Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l78767, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the device was not working anymore. The patient could not provide and exact date when it was not working. No patient symptoms were reported. No further complications were reported/anticipated.